Event description:
It was reported that during a procedure, the right atrial lead used dislodged multiple times during the implant process. The lead was successfully exchanged. No adverse patient consequences were reported.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. X-ray inspection found the inner coil was over torqued consistent with the procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Correction: g2: field should not include health professional.